Event description:
Information was received from a consumer via a company representative regarding a patient receiving bupivacaine, clonidine and via an implantable pump. The indication for use was non-malignant pain. The patient reported that they were having a hard time getting their controller to connect to their pump. The patient stated they had an MRI last wednesday and ¿it started right up,¿ but ¿it's been taking a little longer to connect.¿ when the agent attempted to clarify event date, the patient stated they have been working on this issue for about 30-45 minutes, later stated their MRI went great last wednesday and the connecting issue have been going on today for ¿close to 50 minutes.¿ the patient confirmed they keep seeing ¿no pump found¿ when trying to bolus. The patient mentioned trying to restart the handset like 4 times already without resolution of the issue. While on the call, the patient confirmed the green light on the communicator was on, but it was not plugged into anything. The patient confirmed the indicator light issue ¿just started¿ because they gave themselves a couple boluses already today. The agent had the patient attempt to connect but the agent unable to resolve. During the call, patient mentioned the indicator light appeared to dim a little but was still a green color. The patient c onfirmed no other emi was present. While on call, the patient mentioned they ¿just¿ spoke to the company representative ¿a few days¿ before their MRI last wednesday and mentioned their wallet case was broken. The patient stated they called right away after their c onnection issue started today due to this never happening before and they were concerned about green light being on. The patient stated the MRI was unrelated to their mdt pump/therapy and was due to having a lot of back pain after a car accident. The patient stated the MRI went well and they have another MRI related to this on the 18th, so they need their pump equipment. The issue was not resolved through troubleshooting. A request was sent to the repair to replace the communicator and wallet case.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 06-nov-2021, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿charging port loose¿ and ¿failed bench test¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.